Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that sometime post-op, the patient underwent a surgery to remove the rods due to the presence of an infection. During the revision surgery, the catheter was cut. The patient was placed in the ICU following the surgery, the surgeon believes that its due to a septic event due to the catheter being cut.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.